Manufacturer narrative:
(B)(4). The log files were evaluated and show the user had experienced several bubble detection alarms over a five minute period. If the bubble intervention was set, this cause the pump to stop to prevent air from infiltrating the patient. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that an error message 1pm inefficient no flow appeared while the pump was running at 3500rpm. The pump stopped and the emergency drive was used. The unit was replaced. No patient harm was reported. (B)(4).